Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na+, k+, cl¿ for gen.2 results for multiple patient samples after monthly maintenance was performed. Calibration passed but qc was out of range. The tech recalibrated and reran qc which was then within specifications. The customer stated the first few patient samples tested recovered okay and then the results got worse. The samples were repeated on the ise2 unit with no issues. The customer stated there were 18 corrected reports and one patient was given k+ due to the erroneous results. No adverse event was reported. Only the results for the one patient treated were provided. Sodium initial 128 mmol/l and repeat 139 mmol/l. Potassium initial 3.5 mmol/l and repeat 4.0 mmol/l. The electrode lot numbers and expiration dates were requested but were not provided. The customer stated the internal standard concentration on the calibration was too low. The field service representative found there was a problem with the diluent syringe and replaced it. As a preventative measure, he replaced the internal standard syringe, the diluent and internal standard syringe plungers, and all bottom side reagent bottle tubing. He checked the entire assembly, re-plugged all ise circuit boards in the card cage, cleaned the vacuum line for the valves, changed the internal standard and diluent reagents, replaced the reference cartridge, and checked the mixing vessel vacuum waste nozzle. The customer ran acceptable calibration and controls. The field service representative successfully ran ise checks, a 20 patient serum pool, and precision testing.

Manufacturer narrative:
After further investigation, a decision was made to replace the entire ise module for the analyzer. Based on this decision, a specific root cause could not be determined as further investigation was not possible.